Event description:
Maceration. Nurse called in and stated that patient's peri wound area was macerated due to pooling of fluid under transparent film. Doctor ordered pump to be stopped for a few days for site to heal with alternate product.